Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the software was required to be re-installed. Once the software was re-installed on the mobile view station (mvs) and image acquisition system (ias) computers. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site experienced an error on the imaging system. The error states "error has occurred that may have damaged the internal integrity of the system." There was no patient present when this issue was identified.